Manufacturer narrative:
Evaluation summary: the product was not returned for analysis; it remains implanted. The results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone and fax. A completed questionnaire was not received. (B)(4).

Event description:
A nurse reported in a questionnaire that a patient had astigmatic keratotomy as a second procedure following cataract surgery with an intraocular lens (iol) implant. Additional information was requested. There are two medical device reports associated with this patient. This report is for the fellow eye. The first report was filed under MFR. Report#1119421-2016-00337.